Manufacturer narrative:
Findings: pump unable to vibrate during self test due to broken vibrator blackwire. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, missing end cap sticker.

Event description:
It was reported that customer had a vibrate anomaly on the insulin pump. The customer's blood glucose level was 170 mg/dl. The customer was advised to install new (B)(6) aaa alkaline battery. The customer states that the insulin pump vibrating during the vibrate test. The customer was advised to monitor insulin pump. The customer reported that their is a crack right above where the up arrow is on the pump itself. The customer was advised that the insulin pump will need to be replaced. The customer does have back up plan in place.